Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. The date of death is unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
Submitting literature source document and complaint form. (B)(4).

Event description:
Article title: outcomes of atrioesophageal fistula following catheter ablation of atrial fibrillation treated with surgical repair versus esophageal stenting per a report in the journal: j cardiovasc electrophysiol. 2014 jun;25(6):579-84, a prospective study was conducted on nine patients with aef post-rfca for af, by mohanty s of the texas cardiac arrhythmia institute, st. David¿s medical center, austin, texas, USA et al., to assess outcomes of atrioesophageal fistula treated with surgical repair versus esophageal stenting. Median follow-up time: 2.1 years. From the report there were 4 serious adverse events: the 4 patients that received surgical repair were alive at median follow-up of 2.1 years. There are 5 death events: 5 patients receiving stents died within 1 week of the procedure due to cerebral embolism, septic shock, or respiratory failure. There are no other non-serious ae¿s events or device malfunctions reported in the publication. This report covers patient 1 of the article. The (B)(6) male, suffering of persistent atrial fibrillation underwent radiofrequency (rf) ablation with maximum power of 25w and received proton pump inhibitor (ppi) and sucralfate before and after the procedure. Three weeks later he presented with fever, leukocytosis, stroke/tia and bilateral arm weakness. Atrio-esophageal fistula was diagnosed and a stent was placed. The patient died within one week of stent placement. Model and catalog number are not available, but the suspected device is the navistar thermocool. One patient with thermocool sf and 7 with standard thermocool irrigated tip catheter, and in 1 patient ablation was performed using non irrigated 8-mm tip celsius catheter. In 1 patient only surgical epicardial ablation was performed. No concomitant products were reported.